Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 539 mg/dl. The customer experienced different blood glucose level of 440 mg/dl and 240 mg/dl. The customer was treated with manual injection. The customer did report symptoms as a result of high blood glucose level of colitis. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege that the insulin pump was under delivering. Troubleshooting was performed for high blood glucose level. The displacement test and high pressure test was passed. The insulin pump will not be returned for analysis.